Manufacturer narrative:
Final analysis found an external abrasion which breached the outer insulation and exposed the outer coil at 7.5 cm to 9.2 cm from the distal tip. The abrasion was consistent with exposure to constant friction against another implantable device. This contributed to the reported noise and impedance anomalies.

Event description:
It was reported that the right atrial lead exhibited noise and a drop in impedance values. The lead was explanted and replaced. The patient was in stable condition before, during and post surgery.